Event description:
The plaintiff alleges that in 1997 while working they fell, were injured and were admitted to the hosp on the event date. They began to have spiking temperatures and a thermal cooling blanket and cooling unit were prescribed to control their high temperatures. They further allege that the use of the thermal cooling blanket and cooling unit caused them to suffer thermal injuries to their upper and lower back, buttocks, thighs, knees and legs (15% of the total body surface). Furthermore they allege that they were permanently injured. They allege that they were caused and will be caused in the future to spend sums of money in the nature of doctor, hospital, drug and other expenses in and about an effort to heal and cure their injuries. They further allege, that they were caused and will be caused in the future to suffer great physical pain and mental anguish as a result of their injuries. Furthermore, they allege that they were caused to lose time from their employment, thereby sustaining a loss of earnings. Finally they allege that they were caused to be permanently unable to pursue their normal and usual activities.